Manufacturer narrative:
The event occurred in france. It was reported that an "head error" occurred on the rotaflow unit (rotaflow console and drive). The error message occurred during a test by the biomedical (authorized person in the hospital). The affected rotaflow console (rfc) and rotaflow drive (rfd) was tested with another rotaflow and the same error occurred. No patient was involved. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n 910114437 was tested by a biomedical (authorized person in the hospital) and the reported "head error" could be confirmed. The rfc and rfd needs be repaired by an authorized technical getinge service. No service repair was ordered by the customer. The device is out of use. This complaint is closed based on the information given. As soon as significant information becomes available the complaint will be reopened and necessary steps will be initiated. Based on the the given information the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2022-05-10 and during the period of 2018-12-05 to 2022-05-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2018-12-05. The review of the non-conformities was performed on 2022-05-10 and during the period of 2018-12-06 to 2022-05-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2018-12-06. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that an "head error" occurred on the rotaflow unit. The message occurred during a test by the biomedical (authorized person in the hospital). Affected device tested with another rotaflow and the same error occurred. The flow measure board should be replaced and the rotaflow drive should be repaired. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).